Manufacturer narrative:
(B)(4). A field service representative (fsr) from teleflex confirmed that there was no patient complications or injuries. The patient outcome was okay and continued with therapy. The pump is back in service. There is no parts return. The fsr also spoke with a field service expert (fse) from teleflex about this. The fse had not been notified to service the pump until a day or two before the service date on the field service report. The biomed did not tell the fse that there was any patient involvement until he arrived and noticed the hospital report with the pump. The biomed left the pump sit before calling as the biomed didn't want to bring in a fse for just one pump. The device will not be returned for evaluation.

Event description:
It was reported per field service report: symptom - display showed garbled information. Pump continued to pump on patient. Switched pump out, approximately 15 seconds to change with no incidents. Pump went over a bump and screen information normal. Findings/actions taken: could not duplicate. Checked connections in head. Reseated and installed tech tip 77-022-00. Checked connections inside pump okay. Additional information received on (B)(6) 2012 reported that the event occurred while in the cardiac care unit (B)(6) department on (B)(6) 2011 at 08:49 am est when the rn called because the display was out. The pump continued to work and the screen was "on" but information appeared garbled. The patient was in bed at the time of the event. Both connectors to the display were tried, but neither corrected the problem. As a result, the pump was switched out without incident. Biomed will contact a technician for service. Delay or interruption in therapy was 15 seconds during switching of the pumps. There was no report of patient death, complications or injury. No medical/surgical intervention was noted. The patient outcome is okay and therapy continued. It was also reported when returning pump to the lab, the pump went over a bump and the screen appeared normal again.